Event description:
Use of biliary indicated device in sfa: no pre-dilatation. Physician advanced the first stent down a severely calcified vessel, which two stents were previously placed in 2000 in the left and right iliac bifurcation. When the physician pulled back the handles, the catheter separated from the handles and the stent partially deployed (less than 10mm). The physician pulled the stent back into the sheath and removed the stent and delivery system. The physician then went down the artery, and pre-dilated in the diseased area. A new stent was then delivered and deployed without any problems. After removing the delivery system from this new stent, the physician post dilated with a 5.0 balloon in the calcified lesion. Upon removal of the balloon, the physician felt resistance and it was observed that two of the stent markers of the first stent had been left in the calcified stented area of the sfa. These marker dots were not retrievable because of the calcification. It was observed that there were also stent strut fractures on first stent. Procedure went well after this event and no patient injury has been reported.